Event description:
It was reported that "the surgeon tried to tighten the ncb caps until the torque release but the caps stripped before the release." It is not reported whether the caps could be tightened with the required force.

Manufacturer narrative:
The MFR did not received the device for review. The lot number was received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device be returned for eval, and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).